Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The representative reported via e-mail that the customer was hospitalized due to high blood glucose. The customer reported that the customer had a bent infusion set prior to hospitalization and the customer had to change the infusion set. The customer's blood glucose was 477 mg/dl at the time of incident. The insulin pump will not be returned for analysis.